Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: patient with history of pulmonary embolus and ankle fracture had a vena cava filter successfully deployed. Approximately two years post filter deployment, attempts to remove the filter with a snare and cone retrieval device were unsuccessful due to fibrosis around the hook area. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years post filter deployment, an attempt was made to remove the filter with a snare device. The snare device could not retrieve the filter. A cone device was used to try to attempt to remove the filter; however, the filter remains implanted. Therefore, the investigation is confirmed for the alleged removal difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the (B)(4) filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years thirteen days post filter deployment, attempt was made to retrieve the filter. Multiple devices were used and several attempts were made to retrieve the filter, but unable to get the snare behind the hook of the denali filter. Attempt was made again using cone retrieval device, but unable to hook the cone again. Hence, the procedure was aborted. Approximately two years eleven months later, computed tomography revealed mild posterior tilt of the filter and the proximal tip of the filter was at the level of the right lowest renal vein. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the filter using snare and recovery cone but were unsuccessful due to fibrosis. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g4. H11: h6 (device, method & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.